Event description:
A customer reported observing no flow while filling an infusor elastomeric device with an unknown drug solution. This event was observed prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4): the lot 13d070 was manufactured between the dates april 22, 2013 and april 23, 2013. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The affected device was received with approximately 105 ml of fluid in the bladder. Visual inspection showed no signs of occlusion or blockage that could have caused the reported problem. The luer cap was removed from the distal luer for a functional test, and evidence of flow was immediately observed at the distal luer. Flow continued without stopping. No signs of flow problem were observed from the unit during the functional test. The reported problem was not confirmed. Upon completion of baxter's investigation, a follow-up report will be submitted.